Manufacturer narrative:
Product event summary: the data files and mapping catheter, 990063-020 with lot number 217115895, were returned and analyzed. The data files showed that at least 9 applications were performed with balloon catheter (B)(4) with lot number 69607 without any issue on the date of the event. Visual inspection of the mapping catheter showed the introducer was removed from the shaft and it was stuck at the loop. The loop section was normal, and all electrodes were presented. No kinks observed along the shaft, or tip/loop section of the mapping catheter. A clinical issue was encountered during the procedure. There is no indication of relation of adverse event to the performance and malfunction of the product. The mapping catheter passed the returned product inspection as per specification. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, during a freeze in the right superior pulmonary vein (rspv), blood was observed in the endotracheal (et) tube. All devices were pulled from the left atrium and into the inferior vena cava. An emergency bronchoscopy was performed and active bleeding was seen in both lungs. Medication was administered to lower the activated clotting time (act) value. The case was aborted under general anesthesia and the patient was placed in the intensive care unit (ICU). Additional information indicated a computerized tomography (CT) scan found the patient had a pre-existing arteriovenous malformation. Bleeding had stopped the day of the event and the patient was sent home. No further patient complications have been reported as a result of this event.